Event description:
My mother (B)(6) used this device for years. She passed away from lung cancer on (B)(6) 2022. I am her daughter/caretaker. I just found out about this through family and news. I registered on the philips website my moms name not mine. We are just grieve stricken still. We don't know what to do. She was healthy, no signs of illness. Then a cough started, then pneumonia then death. She always used her CPAP machine, she would tell us that she couldn't sleep without it. Who know that the one thing that was supposed to keep her healthy possibly hurt her the worst. (B)(6) has mom's records of all her emergency visits. I just added this so that I would be able to give you an idea how much she suffered. My mom was healthy. Until the lung cancer randomly appeared. No signs or symptoms. Philips respironics CPAP.